Manufacturer narrative:
Summary of evaluation: evaluation results could not duplicate the reported event and suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
During endoprosthetic replacement, the rom between the head and inner liner was very low. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.